Event description:
Additional information received reported that the outcome was resolved with sequelae, resolved date of (B)(6) 2013, noting sequel ¿eventually patient gets infected pump and catheter and has it removed (B)(6) 2013.¿ intervention included ¿attempt to suture leak site (B)(6) 2013. Surgical repositioning catheter pulled back 1 ½ cm (B)(6) 2013. A blood patch was done (B)(6) 2013. Therapy was suspended (B)(6) 2013. Catheter splice, replaced spinal portion of catheter (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that examination and palpation revealed a small cerebrospinal fluid leak at the lumbar spine incision site on (B)(6). Three days later, an attempt was made to suture the leak site. It was found that the event was caused by a piece of the old catheter that broke off during the replacement procedure. On (B)(6), the surgeon performed a ¿l3-4 laminotomy¿ with the use of an operating microscope to remove the old catheter and repair the leak. It was reported that, ten days later, the event had resolved without sequela. The device system was being used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report #3004209178-2013-20464 for details of the previously reported infection and subsequent explant.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that examination and palpitation on (B)(6) had revealed there was clear drainage at the site again. On (B)(6), a surgical repositioning was done to pull back the catheter 1.5cm. It was also noted that a blood patch had been surgically applied on (B)(6). In addition, on (B)(6), the infusion therapy had been suspended.

Event description:
Additional information received reported that the event resulted in in-patient or prolonged hospitalization.